Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of a controller exchange and backup battery use count increases. The system controller (serial #: (B)(6)) was not returned for analysis; however, a log file ((B)(4)) was submitted for review. A review of the submitted log file showed events spanning approximately 16 days (20jul2021 ¿ 22jul2021, 31jul2021, 01aug2021, 27oct2021 ¿ 28oct2021, 29jan2022, 09feb2022 ¿ 10feb2022, 11jul2022, 24aug2022, 19oct2022 ¿ 20oct2022, 19jan2023, 13feb2023). The driveline was disconnected on 22jul2021 at 13:53:01 for a system controller exchange and the system controller was shutdown at 13:53:18. Events occurring between 31jul2021 ¿ 19jan2023 are indicative that this system controller was the patient¿s backup system controller. The system controller was connected to the pump again on 13feb2023. There were no other notable events active in the log file. Pump operation was not affected. A review of the submitted periodic controller log file from system controller (serial #: (B)(6)) showed events spanning approximately 254 days (09nov2020 ¿ 22jul2021 per time stamp). Throughout the log file, the backup battery use count was seen to increase from 15 to 21, indicating losses of power. There were no alarms associated with these events. There were no other notable events active in the log file. Pump operation was not affected. Additional provided information stated that according to the vad coordinator, there were esd events in the past which resulted in a higher power consumption. There is no information regarding troubleshooting steps prior to the controller exchange. The controller was exchanged to reset the pump again and going back to normal values. The patient was fine post exchange. Per the provided information the root cause for the reported controller exchange was a response to esd events. The root cause for the backup battery use count increase was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly change between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and red heart alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had a few electrostatic discharge events in the past so the controller was exchanged to reset the pump. The log files also showed an increase in the backup battery count use.

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2021.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.